Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During deployment of the trunk-ipsilateral leg component, the physician tried to push up the distal end of the ipsilateral leg past the proximal ostium of the right common iliac artery. But this was unsuccessful due to the patient¿s anatomy. Therefore the procedure was concluded with the right internal iliac artery being left unintentionally covered by the ipsilateral leg. The physician decided to monitor the patient. The patient tolerated the procedure.